Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately, eleven years and two months post deployment, patient reported severe left-sided chest pain. Evaluation of chest x-ray at an unknown date revealed that a tine from the ivc filter had embolized into the left lung. CT angiogram also indicated several areas where tine (at least) had eroded through the ivc. Open retrieval of ivc filter was initiated to avoid further complications. The ivc was carefully cleared of surrounding tissue, exposing the 2 tines from the vena cava filter that were emerging through the anterior and lateral vena cava wall. The filter and the ivc filter tines were retrieved with minimal difficulty. Same day, gross examination revealed ivc filter tine, ivc filter comprised 11 metallic segments and 2 metallic segments of wire which appeared to have fragmented from the device. Therefore, based on the provided medical records, the investigation can be confirmed for perforation of the ivc and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated the ivc and a limb detached and went to the left lung. The device was removed via an open abdominal procedure; however, there were no reported attempts made to retrieve the detached limb. The patient reportedly experiences abdominal pain; however, the current status of the patient is unknown.